Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2023 as no event date was reported. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (patient codes): imdrf patient code (B)(6) captures the reportable event of pancreatitis. Imdrf patient code (B)(6) captures the reportable event of cholangitis. Imdrf patient code (B)(6) captures the reportable event of perforation. Imdrf patient code (B)(6) captures the reportable event of fever. Imdrf impact code (B)(6) captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that at the 105th annual meeting of the japanese society for gastrointestinal endoscopy (jges) a retrospective study of incident complications and their risk factors of 122 patients (75 males and 47 females, median age was 72 years) who underwent lithotripsy using a digital trans-oral biliary cholangioscopy for refractory bile duct stones from (B)(6) 2014 to (B)(6) 2022 was performed to complete stone removal. The spyscope ds ii was used for these procedures. The review found 35 out of 122 incidents (13 cases of cholangitis, 20 cases of next-day fever, 1 case of pancreatitis, and 1 case of perforation) all of which improved with conservative treatment.